Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no reported impact to the customer¿s blood glucose level. Customer was asked to send pictures of pump history and battery logs, but did not respond to multiple calls.